Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The left motor is hesitating when driving forward. This will cause the chair to pull to one side when driving.